Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports a right side intracapsular rupture diagnosed by ultrasound. Device remains implanted with explant surgery scheduled.

Event description:
Physician reports a right side intracapsular rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Clarification to g3: the initial aware date is 05/11/2022 and was inadvertently captured incorrectly. The initial MDR was submitted within 30 days. Device evaluation: analysis of the returned device identified: broken shell, underweight and missing shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening missing shell assessed as inconclusive.